Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ring cover, lcd (liquid crystal display), upper case, and lower case are broken. Battery release and lead flex cover are contaminated. Two side bail covers, two side bails, the ring, and two case screws are missing. Battery contacts compressed and the battery drawer damaged. (B)(4).

Event description:
It was reported the epg ( external pulse generator ) was dropped and the front screen is cracked and the tether is broken. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.